Manufacturer narrative:
The broken beak was not returned with the device. There is black residue at the spot of breakage on shaft, in addition the proximal end is gouged.

Event description:
During a procedure the ceramic tip fractured. The piece was able to retrieved. No harm to patient was reported.

Manufacturer narrative:
During a procedure, the ceramic tip broke off. The piece could be recovered this lot was most likely specified incorrectly by the customer, only lot no02 could be found in the based on our initial investigation, the product history did not show any deviation and the product passed the final inspection. Also, by reviewing the similar complaint and product history data, there is no indication for an increase/ trend of the reported issue. Based on further review the report findings noted the root cause is most probably cause is a user error. The piece could be recovered. The IFU points out that the ceramic tip of the shaft should be checked for damage etc. And that care should be taken when handling the ceramic tip. Take care when handling the ceramic tip, otherwise it may break during use.